Event description:
It was reported that during a low position resection procedure, when the surgeon fired the device, it only cut the tissue, but the distal and the proximal of the tissue could not be anastomosed. No staples came out. Then the surgeon used hand sewing to make the fistula to complete the procedure. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the atg45 device was received in good visual condition and with a tr45g reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device and reload meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).